Manufacturer narrative:
The data files and balloon catheter, afapro28 with lot number 92339, were returned and analyzed. The data files showed that at least four applications were performed with the returned balloon catheter without any issues. Additionally, eight applications were performed with a non-returned balloon catheter without any issues. Visual inspection of the returned balloon catheter showed the device was intact with no apparent issues. The catheter failed the performance test due to triggering of system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿. Dissection and pressure test showed guide wire lumen kink and breach 1.18 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.